Event description:
Dexcom meter failed, as it had in the past. Contacted dexcom no response from the company to supply substitutes. Presently I have no sensors to monitor my diabetes. Product details: dexcom g7.